Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient had a sudden cerebral hemorrhage (B)(6) 2025 in the right elbow above the noble vein and needs to be placed in the PICC. In the process of pulling out the guidewire, it was found that there is a layer of white adhesive on the guidewire off, for safety considerations of the placement of the teacher to replace the catheter with a new set of catheters.